Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller was guided through the reset process successfully. After the reset, the pump did not display the cgm error again, and the caller was able to start their sensor session without further issues.